Manufacturer narrative:
The device has not been returned. Therefore a product analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. There was no patient or staff injury/impact.

Manufacturer narrative:
Device available for evaluation: october 21, 2016. Date manufacturer received: november 2, 2016. The product analysis indicates that the reported excess heat issue could not be verified. The one-minute pre-repair temperature test results were as follows: 78.2 degrees f at t1 and 79.3 degrees f at t2. However, the bur would not lock into the drill/handpiece. The drill/handpiece was scrapped. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.